Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the needle break when they are used with the scorpion. There was no harm for patient, operator or third party reported. No further information received. On 22-sep-2022 update: further information were provided that all the needles which were used with this scorpion broke. And the failure occurred on (B)(6) 2022. On 23-sep-2022 update: further information were provided that the reported event occurred during a surgery when the surgeon tried to pierce through the supraspinatus-tendon. It was further reported that the issue happened with ar-13995n with the batch 10332413. On 27-sep-2022 update: two needles broke during a supraspinatus tear rotator cuff surgery. The surgery was finished successfully with a new needle and the same scorpion-multifire device. It was further reported that the needles remained contained inside the scorpion and everything could be retrieved out of the patient.